Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk ICD, implanted: (B)(6) 2012; 124774 biotronik lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. It was also reported that the implantable cardioverter defibrillator (ICD) contained invalid atrial sense data. Both products remain in use. No patient complications have been reported as a result of this event.